Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 307727 lot 1805292 to investigate for this record. Visual inspection of the sample revealed a breakage of the syringe plunger. As a result, bd was able to verify the reported issue. The defect of plunger missing could not be confirmed by the quality engineer at the manufacturing site. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the plunger. Based on this fact, the reported nonconformance was produced due to some blockage in the primary packaging machine feeder.

Event description:
It was reported that plunger was broken and top was missing with a bd emerald¿ 2ml syringe. The following information was provided by the initial reporter: opened a 2ml bd emerald syringe today to find the top of the plunger was missing and the shaft broken, to top was not in the packet. This, unfortunately was one of the last in the box and as far as I am aware none others were faulty but I thought I should report this to you. I will hold on to the syringe until I have heard back from yourselves.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that plunger was broken and top was missing with a bd emerald¿ 2ml syringe. The following information was provided by the initial reporter: opened a 2ml bd emerald syringe today to find the top of the plunger was missing and the shaft broken, to top was not in the packet. This, unfortunately was one of the last in the box and as far as I am aware none others were faulty but I thought I should report this to you. I will hold on to the syringe until I have heard back from yourselves.